Event description:
It was reported by service report that the height adjustment racks were bent, the safety bar torsion springs were worn, and the rubber hand grips were torn and spinning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks; hand grips.